Event description:
A piece of the tampon remained inside me- vagina [foreign body in reproductive tract] piece of the tampon remained inside me, impossible to remove it by myself [complication of device removal]. Piece of the tampon remained inside me [device breakage]. Case narrative: consumer reported via email that a piece of the tampon remained inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.